Event description:
It was reported that the device failed to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a failure of the system/memory pcb assembly. After replacing the system/memory pcb assembly, proper operation was confirmed and the device was returned to the customer.